Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abscess with high fever and (B)(6) was identified from blood cultures. Antibiotics was administered and the leadless implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.